Event description:
It was reported that the patient complained of pain near the implant site. It was noted that the pulse generator had been implanted between the layers of the pectoral muscle. A pocket revision was performed due to the pectoral muscle entrapment. The patient would continue to be monitored.

Manufacturer narrative:
.